Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to pain. The patient was reimplanted with a new device during the same surgery on the contralateral side.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed june 20, 2014.